Event description:
A medtronic representative reported that while in a cranial procedure, the inav portable system displayed black status. The system was working at start-up, showing red status with no unusual beeps. The medtronic representative shut the system down to move it before registering the patient, and when the system was brought back up, the camera was power-cycling and the power/communication beeps were repeating. Software and hardware re-boots brought no resolution. The surgeon chose to discontinue the use of navigation to complete the surgery. No impact to the patient outcome was reported.

Manufacturer narrative:
Rmas issued. Suspect emitter returned (B)(4) 2012. Replacement emitter shipped. (B)(4) 2012 medtronic tested the inav and axiem and no communication issues were found. The emitter and all tool ports are fully functional. No issues found, tested fully functional. Suspect inav accessory 110v case returned (B)(4) 2012. Tested the 9732080 cable and it has opens on all communication lines. Medtronic representative was able to replicate an electrical issue with this part. Replacement power/communication cable shipped to the site (B)(4) 2012.